Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The memobag was torn when taking it out of the abdominal cavity. Nothing fell/remained in the patient and no injury to the patient occurred. According to the user, the specimen was not so big and he/she did not pull the bag particularly hard.

Event description:
The memobag was torn when taking it out of the abdominal cavity. Nothing fell/remained in the patient and no injury to the patient occurred. According to the user, the specimen was not so big and he/she did not pull the bag particularly hard.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the DHR review of the complained lot could not be completed. The defective device was returned for examination. Reported defect can be confirmed. One hole I rupture was found in the bottom part of memobaq. The root cause of this complaint was determined as unintentional user error related. The defect was caused by usage of excessive force (the foil around the hole is drawn/taut) which led to the rupture of the bag in the foil wall. As the root cause of this complaint was determined unintentional user error related, no corrective/preventive actions in production are deemed necessary to introduce.